Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient's fixture has been loose since initial implantation. It was also reported that the patient has experienced re-occurring infections at the implant site. The patient was treated with oral antibiotics on (B)(6), 2014. The implanted device remains.

Manufacturer narrative:
Per the clinic the patient was administered anesthesia on (B)(6) 2014 to facilitate the removal of the abutment and placement of a magnet. This report is filed august 20, 2014. Implanted device remains.